Event description:
Ous MDR - noise was detected on the rv channel, with the first of several hvr recordings in the holter starting (B)(6) 2016. Twenty hvr recordings have been saved. Also, lead has switched from bipolar to unipolar. The lead was not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular 50 cm distal to the is-1 connector pin the insulation was rubbed through. This damage can be considered to be the root cause of noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.